Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the syringe needle and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 356 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.